Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not holding and releasing hem-o-lok clips correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 20-nov-2024: the scrub tech performing the case inspected the instrument prior to use and it was assumed the person who sterilized it also inspected the instrument with nothing noted out of the ordinary. The issue occurred while the surgeon attempted to clamp on a vessel or tissue. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip. The issue was related to unsuccessful clip application. Customer used the correct size clip for the applier. Customer was not sure how many times the subject clip applier was used when the incident occurred. Customer used a new clip applier as a resolution with no further issues. No photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis and the complaint was not confirmed. The reported issue could not be reproduced. Instrument was visually inspected internally and externally with no issues found. The instrument passed all functional testing. No product issue was found.